Event description:
During device check, the thermogard xp ivtm system (s/n (B)(4) displayed mid:09 (air trap assembly) error message. No patient involvement.

Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (s/n (B)(4) displayed mid:09 (air trap assembly) error message" was confirmed during the review of the event log data but was not confirmed during functional testing. The reported mid:09 error was not replicated during testing. The root cause of the intermittent mid:09 error was determined to be the defective air trap sensor block due to a defective component. No physical damage was observed on the thermogard console during visual inspection. An event log review was performed and revealed multiple mid:09 error messages around the customer's reported event date, confirming the reported complaint. The thermogard system passed the initial functional testing without any issues, and the reported complaint of mid:09 error was not reproduced. No traces of saline were observed on the air trap sensor block or internal components. During further functional testing, an air trap fault occurred, unrelated to the reported complaint. The root cause of both the intermittent mid:09 errors and the noted air trap fault was the defective air trap sensor block, which was replaced to remedy the issues. Upon service completion, the thermogard xp ivtm system will be subjected to additional functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).